Event description:
It was reported that the patient experienced pain at the pocket site of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system after weight loss for several months. The patient underwent a procedure in which the ipg was moved from the right upper buttock to the right flank area. The patient is doing well post operatively. No devices will be returned as they all remain implanted.